Manufacturer narrative:
The scope was returned to olympus for evaluation. A boroscope was used to inspect the biopsy channel of the scope and noted black debris, scratches, and brownish stains on the interior wall of the channel. The suction channel was also inspected and found signs of scratch marks on the channel wall. Similar black debris from the biopsy channel was also noted in the suction channel. The scope was serviced and returned to the user facility. Based on the investigation findings, the cause of the reported positive culture could not be conclusively determined at this time. As part of our investigation, an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the facilities reprocessing practice and to provide a reprocessing training. To date, the ess visit has not been finalized.

Event description:
Olympus was informed by (B)(6) laboratory on april 10, 2017 that the scope¿s culture had growth. On (B)(6) 2017 the final laboratory results showed that the scope's culture tested positive for staphylococcus epidermidis and staphylococcus capitis. There was no patient involvement with the reported scope. No patient infections reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the independent laboratory results. The scope was sent to an independent laboratory. The scope¿s air / water channel and suction channel tested positive for staphylococcus epidermidis and staphylococcus capitis. Based on the laboratory results, improper reprocessing could not be ruled out as a contributory factor to the reported positive culture.

Manufacturer narrative:
The ess spoke with the user facility over the telephone and recommended that the scope needed to be soaked for an extended period of time in detergent and then manually high level disinfected, while attached to the leak tester. The issue has been resolved over the phone. No in-service will take place.

Manufacturer narrative:
(B)(4).